Event description:
A physician attempted an arteriotomy closure using the starclose device. The device was difficult to remove. The device was surgically removed. The patient's current condition is unknown.

Manufacturer narrative:
The device was not returned, however, the lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.